Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had elevated capture thresholds. The rv lead was explanted and replaced. During the procedure it was noted the rv lead was fractured. The patient was stable.

Manufacturer narrative:
The reported events of lead fracture and elevated capture thresholds were not confirmed. A complete lead was returned in one piece. Electrical, visual, and x-ray examination of the lead did not find any anomalies except for procedural damage.